Event description:
It was reported that during the implant, placing the lead was difficult due to "apparent tight fit at the clavicle". It was also reported that there were low impedances and loss of capture in bipolar as well as difficulty in extending and retracting helix pre-implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.